Manufacturer narrative:
Investigation summary: bd received photos for investigation and underfill, and clot formation was observed in the submitted images. Functional testing was conducted on 20 retained samples, all of which met specification. Additionally, a visual inspection of 100 retained samples identified no additive abnormalities. Complaints related to sample quality remain under statistical control for september 2025. If sample quality complaints reach an action level, additional testing may be required. Bd quality will continue to monitor sample quality complaints. A review of the device history record for the incident lot confirmed that all product specifications and release requirements were met. This complaint has not been confirmed for the indicated failure mode: incorrect entry. This complaint has been confirmed for the indicated failure modes: draw volume and sample quality. No definitive root cause could be established for the reported defect based on the available information. Complaints for this device and the reported conditions will continue to be tracked and trended. Relevant data will be captured in trend reports and monitored. The business team routinely reviews collected data to identify potential emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was low sample volume collected in one device which also experienced sample clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was low sample volume collected in one device which also experienced sample clotting. No adverse impact was reported regarding the patient or user.